Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin infection at the insertion site. The patient consulted their endocrinologist who prescribed oral antibiotics and topical antibiotics. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).